Manufacturer narrative:
The reported event of the variax hand lock plate ¿ postoperative breakage could be confirmed. Product inquiry stated the 2.3 mm variax hand lock plate straight 16 holes to be the primary product. The locking screws reported are considered associated products. A review of the DHR revealed no discrepancies. Failures in material or manufacturing of the affected plate returned were not found. The investigation shows that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The investigation shows on the fractured surface the appearance of a forced rupture as well as a low cycle fatigue rupture. The root cause of the failure could have been one or repeated powerful dynamically overload of the fracture area of the plate. Indications for material or manufacturing related problems were not found in this investigation. X-ray images were provided showing the fracture site preoperatively and after the breakage of the plate. The images were forwarded to our hcp for a medical statement. His comments [excerpt]: ¿the x-rays show an oblique shaft fracture of the second metacarpal. Orif with a dorsal hand plate and additional transfixation of the 2nd carpo-metacarpal joint for inexplicable reason. The plate is broken in the area of the fracture site resulting in slight dislocation. As far as assessable with the poor x-ray quality there is no significant callus formation and the fracture gap is still clearly visible indicating a delayed bone consolidation. The plate is only intended for stabilization of bone fractures in correct alignment, but it is not intended for any kind of loading until bone consolidation is confirmed in the x-rays. The images show a typical fatigue fracture of the plate in an unstable fragment constellation with delayed bone consolidation.¿ please note that the current IFU reads: ¿possible system adverse effects: in many instances, adverse results may be clinically related rather than implant related. Non-union or delayed union which may lead to breakage of the implant. Severe bending and fracture of an implant.¿ ¿operating warnings and precautions: ¿delayed healing, nonunion or subsequent bone resorption or trauma may lead to excessive stress on the implant(s) and result in loosening, bending, cracking or fracturing.¿ no nonconformity was identified.

Event description:
The plate was implanted on (B)(6) 2015. The plate was cut from 16 holes to 11 holes. Locking screws were implanted into 3 proximal holes and 5 distal holes. About 1 month after the primary surgery, the plate broke at the 3rd hole area which did not have a screw. The hand did not feel right. The plate breakage was noticed. The plate was removed on (B)(6) 2015.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The plate was implanted on (B)(6) 2015. The plate was cut from 16 holes to 11 holes. Locking screws were implanted into 3 proximal holes and 5 distal holes. About 1 month after the primary surgery, the plate broke at the 3rd hole area which did not have a screw. The hand did not feel right. The plate breakage was noticed. The plate was removed on (B)(6) 2015.